Event description:
Pt while on shower trolley, after shower, was instructed to roll over so aid could insert a bath blanket under her. Pt grabbed the rail which broke off. The pt fell to the floor breaking her nose and teeth. One person involved.